Manufacturer narrative:
Medical device expiration date: na. Multiple 510k numbers are reported to be involved: k111860 , k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false positive results. It is possible that patient samples were involved. At this time, it is unclear how many times this event occurred. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "it is primarily vibrio that gives low positive signals (300-400rfu), which comes out as negative on a second run.", "problem is primarily on the a side - there are 34 vibrio positives on 1347 specimens (2.52%)."

Manufacturer narrative:
H.6: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an " vibrio and pleisiomonas - fps." Field service engineer was dispatched and mux heater side a was replaced. System was released for customer usage. The complaint is confirmed. The root cause is "faulty heater mux side a". Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 10/20/2011. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode. Complaint history for ¿results¿ was reviewed for the month of april 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s2 with potential harm is short delay in results, testing must be repeated. Patient may require recollection of specimen possibly resulting in distress and/or mild discomfort via document (B)(4), revision 20, line sw73. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false positive results. It is possible that patient samples were involved. At this time, it is unclear how many times this event occurred. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "it is primarily vibrio that gives low positive signals (300-400rfu), which comes out as negative on a second run.", "problem is primarily on the a side - there are 34 vibrio positives on 1347 specimens (2.52%)."